Event description:
The end user was sitting on the collator for about 5 minutes outside a store. The rollator tipped and she went backwards, hitting her head and breaking 3 upper ribs on her right side in her back.